Event description:
From call center: patient called in and stated that her gastric stimulator keeps shocking patient and she doesn't feel good.

Manufacturer narrative:
Unable to conttact patient due to incorrect contact information provided. No further action to be taken unless patient contacts us again.